Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that is failing a wye block test during an extended self-test. No patient involvement.